Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# 0216009276, implanted: (B)(6) 2018, explanted: (B)(6) 2022, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 06-jul-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that this lead was implanted in 2018. Starting in 2022, this lead incurred the issue of electrodes showing impedance of >4000 and so the lead had to be explanted/replaced. Patient hasn¿t had any falls at all and they are very switched on/mindful of device. Patient is a very ¿active¿ person but only in the sense of busy social life etc. Worked as an interior designer so no manual work there. They had wondered if it could be yoga as that is the only activity patient does (although they don¿t do any ¿bendy¿ yoga). No migration, still was in exact position. There were no visible evidence of migration or damage on x-ray or explanted lead. The lead is very palpable under the skin. Patient is a very petite lady but unsure if this would have an impact. They had wondered if it could be yoga as that is the only activity patient does (although they don¿t do any ¿bendy¿ yoga). Lead was placed in left s3.